Event description:
Patient complained of pain in l knee. X-rays showed various deformity in l knee. After implant was exposed, surgeon noted excessive wear on medial side of poly and also found baseplate to be broken on same side.